Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had right knee surgery in 2002. Patient stated she is currently having difficulty standing and walking for short lengths of time. Patient is currently seeing her primary physician.